Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation due to scabies. The patient's physician provided him with permission to remove the lifevest until the scabies issue was resolved. The outcome of the patient's scabies issue is not known. There was no allegation of a device malfunction causing or contributing to the reported skin irritation.